Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted to the lad. Approximately 6.5 months post index procedure, the patient suffered a mi. The mi was unrelated to the target vessel. Investigator indicated that the reported mi was not related to the study device. Ballooning of the lad was also performed approximately 6 months post index procedure. Investigator did not indicate whether the reported ballooning was related to the study device. Approximately 8.5 months post index procedure, patient underwent revascularization of the lad due to restenosis. A des was implanted. Investigator indicated that the reported event was definitely related to the study device. Approximately 10 months post index procedure, the patient suffered a mi. It is unknown if the mi was related to the target vessel. The reported mi was unlikely related to the study device. Patient death occurred same day as mi. Cause of death cardiogenic shock. Investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (death/ myocardial infarction). (B)(4).